Event description:
It was reported, "used axsos prox humeral plate in post resection reconstruction. Two of the locking screw heads broke off at placement in the diaphys of the 8 hole plate. Used torque limiting screw driver but would not allow us to get the screw flush. Backed out a few times and tried repeatedly to seat screw. Ultimately, the screw head broke off after repeated tries."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device becomes available a supplemental report will be issued.